Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Four days later the patient was hospitalized for the event. On an unknown date, the pt was treated with antibiotics (type, dose, frequency, and route unknown). On an unknown date, during hospitalization, the pt had a pd catheter reposition surgery. Ten days after being admitted, the patient was discharged from the hospital. On an unknown date, the patient experienced "pd catheter tied around intestines." On the same date, the patient's catheter was removed. On an unreported date the pt began hemodialysis. At the time of this reported the pt was recovered. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed h12j11037, h12k09112, h13a04047, and h13c05032 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up will be submitted. This is the same patient as (B)(4).